Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome due to cardiopulmonary arrest could not be conclusively determined through this investigation. The device will not be returned for evaluation. The current revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 29 apr 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiopulmonary arrest while under hospice care. There was no reported device issues or malfunctions that could have caused or contributed to the patient's death.